Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor signal loss to the ilet while the dexcom app remained connected, and the user was advised to pair the cgm to the ilet before pairing to the dexcom app when replacing the sensor; the user also completed a device firmware update. Symptoms included intermittent loss of glucose data to the ilet. Outcomes included temporary interruption of automated glucose control due to missing cgm data. Investigation included guided troubleshooting and user education by customer care. Investigation of this case revealed that pairing order and software state were probable contributors, with resolution through correct pairing workflow and firmware update. It was concluded that the device functioned as designed after user workflow correction and software update.